Event description:
Information was received indicating that the pump exhibited "error system failure force sensor test." It is unknown if there was patient involvement or any adverse effects.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced force sensor and that cleared up the problem. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional information was received indicating that the event occurred during setup; there was no patient involvement.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 11-may-2022 via email and attached to complaint object: the pump was not on a patient. The reported event was noticed during setup.